Event description:
The customer's blood glucose was unknown. It was reported that the customer did not change his catheter. The customer stated that the screen of the insulin pump stated that the pump reset. The customer was not in the middle of delivering a bolus but that the event occurred while entering carbohydrates for a bolus. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.